Manufacturer narrative:
(B)(4) - heartware has opened an internal investigation to address momentary disconnection. It was reported that the patient was experiencing power switching events. The controller and six batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Analysis of the data log files revealed one premature power switching event that were due to momentary disconnection involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. In addition, the logs revealed a critical battery alarm involving (B)(4) that was not related to the reported event and was due to a communication error. The rest of the batteries ((B)(4)) were not involved in any of such events. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. (B)(4) - battery. (B)(4). Device available for evaluation?: yes, 01-03-2017. Device evaluated by MFR?: yes. Device manufacture date: 10-18-2014. Labeled for single use?: no. (B)(4). (B)(4) - battery. (B)(4). Device available for evaluation?: yes, 01-03-2017. Device evaluated by MFR?: yes. Device manufacture date: 09-18-2014. Labeled for single use?: no. (B)(4). (B)(4) - battery. (B)(4). Device available for evaluation?: yes, 01-03-2017. Device evaluated by MFR?: yes. Device manufacture date: 11-24-2015. Labeled for single use?: no. (B)(4). (B)(4) - battery. (B)(4). Device available for evaluation?: yes, 01-03-2017. Device evaluated by MFR?: yes. Device manufacture date: 11-24-2014. Labeled for single use?: no. (B)(4). (B)(4) - battery. (B)(4). Device available for evaluation?: yes, 01-03-2017. Device evaluated by MFR?: yes device manufacture date: 11-24-2014. Labeled for single use?: no. (B)(4). (B)(4) - battery. (B)(4). Device available for evaluation?: yes, 01-03-2017. Device evaluated by MFR?: yes. Device manufacture date: 11-25-2014. Labeled for single use?: no. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Additional devices for this complaints: (B)(4) - 1650de - MFR. Date: 10/31/2014 - exp. Date: 10/31/2015. (B)(4) - 1650de - MFR. Date: 09/30/2014 - exp. Date: 09/30/2015. (B)(4) - 1650de - MFR. Date: 11/30/2015 - exp. Date: 11/30/2016. (B)(4) - 1650de - MFR. Date: 11/30/2014 - exp. Date: 11/30/2015. (B)(4) - 1650de - MFR. Date: 11/30/2014 - exp. Date: 11/30/2015. (B)(4) - 1650de - MFR. Date: 11/30/2014 - exp. Date: 11/30/2015. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported by the vad coordinator that this patient experienced switching events several times a day. The controller and six batteries were exchanged without consequence to the patient. No further information was provided.